Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using penumbra coil 400''s (pc400¿s). During the procedure, while attempting to advance a pc400 through a px slim delivery microcatheter (px slim), the physician experienced resistance and decided to retract the pc400; however, strong resistance was felt and to avoid unintentional detachment, the physician attempted to continue advancing the pc400. Due to strong resistance, the pc400 would not advance further. Subsequently, the pc400 pusher assembly became kinked and the pc400 unintentionally detached inside the px slim. Therefore, the physician removed the pxslim containing the detached coil, flushed the coil out and reinserted the px slim into the patient's body. The procedure was then completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.